Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive cause for the hemolysis was not determined. The signals in the rundata file indicate that the cells were detected in plasma line from centrifuge alarms could have been due to, but not limited by, hemolysis related to either the patient¿s condition or the exchange fluid used during the procedure, or a partial kink in the tubing set.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. The signals in the run data file indicate that it is possible the 'cells were detected in the plasma line, from centrifuge' alarms, could have been due to hemolysis related to either the patient¿s condition or the exchange fluid used during the procedure. Hemolysis can be identified by verifying the color of fluid exiting the centrifuge in the plasma line, if clear plasma is not observed and there is some pink to reddish color observed in the plasma line, then this may be an indication of hemolysis in the set. The interface images in the rdf confirmed that the interface remained low throughout the exchange procedure and there was a clearly defined red cell layer as well as a plasma layer observed in the channel. Based on the interface images, there was no indication of a red blood cell spillover that would explain the 'cells were detected in plasma line from centrifuge' alarm. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a patient was undergoing a red blood cell exchange (rbcx)procedure. At the beginning of the procedure, they received multiple 'replacement fluid not detected' and 'cells detected in the plasma line from centrifuge' alarms. The rn observed the plasma line was pink colored. Per protocol at the customer's site, the medical director was notified. Per medical director's order, the procedure was continued and the patient was screened for a blood transfusion reaction post-procedure. The customer stated that the patient remained in stable condition and unchanged throughout the procedure. The disposable kit is not available for return, because it was discarded by the customer.